Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon investigation, resistor r45 was open on the c/a board, which caused the service code 102. The cause for the open r45 resistor was broken leads on high-voltage capacitors c19 and c22 on the defibrillator board. The root cause for the broken leads on c19 and c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). No adverse event resulted from the broken leads on c19 and c22. The pt received a replacement monitor.

Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving a service code 102 (charge profile fault). The pt was issued a replacement monitor.